Event description:
It was reported that the customer had a battery cap anomaly on the insulin pump. The customer's blood glucose level was 203 mg/dl. The customer stated they were not able to remove the batter cap. The customer was advised to attempt removal with a large screwdriver. The patient stated they were able to remove the battery cap. The patient was advised to monitor insulin pump and we will send replacement battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.